Event description:
It was reported that two days post implant, the patient was readmitted due to chest discomfort. Micro-perforation was suspected. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.